Manufacturer narrative:
The device is not expected to return for investigation. Because the unit was not returned, the root cause could not be determined. Since the lot number was not provided, the device history record and complaint database could not be reviewed. If the device is returned in the future this investigation will be reopened and a follow up submitted.

Event description:
The customer at the account mentioned to a merit sales representative that a patient died during a pericardiocentesis procedure. The date of the event is unknown. The clinical staff and physician determined that the merit pericardiocentesis catheter did not contribute to the death of the patient. The hospital staff were unable to provide additional information on the cause of death as they had been instructed not to discuss this event.